Manufacturer narrative:
B5 additional information was received and added. E1 added initial reporter phone number as it was omitted from the previously submitted reports.

Event description:
Additional information was received that the indication for use was cardiomyopathy.

Manufacturer narrative:
The pump was not returned for investigation. The data logs confirm the complaint condition. The cause of the false alarm issue was most likely related to biomaterial ingestion during the case. The cause of the pump suction issue was most likely related to biomaterial ingestion during the case. The pump passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced suction and impella in aorta alarms. The alarm was disabled. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.